Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to a laboratory device. The reporter claimed obtaining a blood glucose reading of "120 mg/dl" with the subject meter and no values given for the laboratory device. The tests were performed within 10 to 30 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose level. This complaint is being reported because the results may or may not have met lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.